Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for manufacturing revealed no complaint related issues. Visual inspection confirmed the tab was broken off the insertion handle. It is completely sheared off. This is an indication the handle was not properly connected to the nail. As a result of this incorrect connection extreme torsional forces were applied onto the notch which finally caused this damage. This complaint is indeterminate from manufacturing position because the tab was missing and could not be evaluated.

Event description:
It was reported during a lateral entry femoral nail procedure the tab broke off the insertion handle. The piece was retrieved and procedure completed.